Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (pvad lvad). It was reported by the vad coordinator that the patient's pvad had several cracks in it and the lubricant was starting to leak out. The patient was stable and "doing fine". The hospital staff plugged the cracks and leaks with bone wax. Per additional information received, a decision was made to exchange the pvad lvad. The pvad lvad supported the patient until it was exchanged three days later. It was noted that the cracks were in the polysulfone housing of the pump. The patient remains stable with the new pvad lvad.